Event description:
The complaint is reported as: "prior to use the arterial line with a covid-19 patient, the physician notice that the spring-wire is bended so they have to use a new arterial line and discard this one due to patient's pathology."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a swg kinked in package was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of a swg kinked in package was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "prior to use the arterial line with a covid-19 patient, the physician notice that the spring-wire is bended so they have to use a new arterial line and discard this one due to patient's pathology."